Event description:
The complainant reported that a patient was implanted with an impella cp device via the right femoral artery for mechanical circulatory support. During support, the patient required cardiopulmonary resuscitation. Ventricular fibrillation was subsequently reported. The patient expired while on impella cp support. It was reported that the physician did not link the patient¿s death with impella use, and that the patient suffered from fulminant cardiogenic shock and therapy was discontinued after maximum care was given.

Manufacturer narrative:
A4, a5, a6 are unknown. Investigation summary: the investigation has been completed. Ventricular fibrillation/peri-procedural adverse event: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.